Event description:
During a transurethral resection of bladder tumor, a piece of the inner sheath broke off in the bladder. The sheath was removed and exchanged, then the physician utilized a grasper to pull out the broken sheath. There was no trauma noted in the bladder or the urethra during extraction.